Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the suture broke. A flexima¿ apdl was used for a percutaneous transhepatic biliary drainage procedure. As the procedure was almost done, the physician tried to make a loop in the catheter. When the physician pulled back the string, it was noted that the string snapped. The catheter was removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.